Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the patient experienced a suspected micro perforation and pneumothorax. The right atrial (ra) lead and right ventricular (rv) lead were removed and replaced. No further patient complications have been reported as a result of this event.